Event description:
A malfunction alarm with code malf 12 was reported, and it was noted that the pump's charging pad was obstructing the charging capability. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was guided through a reset of the pump by cts after resolving the charging issue, and the malfunction did not recur thereafter. Customer was advised to resume using the pump and contact support if the malfunction happened again.